Event description:
It was reported that the user was unable to fully insert the insulin cartridge into the pump despite multiple rewinds, restarts, and attempts with several cartridges and connectors, and the connector could not fit over or into the pump, which led to a device replacement and counseling that the device would no longer be water-resistant and that backup therapy should be in place. Symptoms included no changes in blood glucose. Outcomes included device replacement and continued cgm data reception. Investigation included troubleshooting with guided steps and visual inspection by the user. Investigation of the returned device revealed a mechanical interference preventing cartridge seating and connector engagement, consistent with a pump body or cartridge housing fitment issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.